Event description:
It was reported that a progav 2.0 shunt system (#fx648t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years weight: 16 kgs height: 110 cm gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blackage while the shuntassistant 2.0 is permeable. During the permeability test shuntassistant 2.0 bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 is not permeable, a computer controlled test is not possible. The results of the shuntassistant test show that the valve operates within the permissible tolerance in both positions. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our test results, we can determine a blockage and non-adjustability on the progav 2.0. The deposits visible in the valve are the cause of these malfunctions. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Furthermore, we can detect visible deposits in shuntassistant 2.0. These deposits did not affect the technical properties at the time of the examination. The examination of the return shipment is completed with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.